Event description:
The customer contacted stryker to report their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue through review of the software logs but was unable to duplicate. The device's battery had damaged communication blades and the battery was removed to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.